Event description:
It was reported via repair work order that the air drape support was broken, causing the air drape to move during use. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.